Event description:
It was reported that cartridge alarm 20 occurred and recurred on pump, and issue did not happen during loading process or as previously reported for this pump. There was no adverse impact to the customer's blood glucose level. Customer attempted to load new cartridge with guidance from technical support but was unable to resume insulin therapy due to recurring alarm. The customer reverted to an alternate method of insulin therapy.